Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has previously caused or contributed to pt injury. Device issue: shaft separation. It was reported that the pt had a percutaneous treatment performed in the right coronary artery (rca) with two stents implanted successfully. An angioplasty was performed with the promus in the middle third of the circumflex artery, preceded by the kissing balloon technique, but the promus stent 3.5x28mm, did not navigate to the lesion of the middle third, instead going up to the trunk of the left coronary and the proximal third of the left coronary. In an attempt to reposition the stent to cover all of the lesion of the middle third, there was a fracture of the distal third of the shaft. The procedure became longer than necessary, using excess of contrast. Another promus was used, which navigated immediately and unimpeded until the middle third lesion of the circumflex artery. The procedure was finalized successfully. Awaiting restoration of pt, observing pt conditions (if there is other complications), the pt has transient renal insufficiency due to the longer procedure and greater volume of contrast. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4).